Event description:
The customer contacted physio-control to report that their device powered off by itself three times when attempting to transmit 12 lead ECG. The device was swapped out with another device. This issue is patient related; however the customer advised that there was no adverse patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that the customer's modem cable likely was shorted, which caused a short on the system connector on the device, causing the reported issue. H6 results code has been updated to short circuit.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer's modem cable. The modem was replaced, after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times when attempting to transmit 12 lead ECG. The device was swapped out with another device. This issue is patient related; however the customer advised that there was no adverse patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.